Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2024 information was received from a friend/family member regarding a patient who was implanted with an implantable neuros timulator (ins). It was reported that patient representative stated that the patient was having a problem with their equipment. Caller stated that a few weeks ago, the patient had their paddle replaced but that they are still having issues with their equipment. Patient stated that they have 3 groups; a, b, and c. Patient stated they switch back and forth between a and b depending on how their back was hurting because they had their device programmed to have a higher intensity on the right. Patient reported that when they go to a and try to adjust their intensity up or down either individually or all together, they get settings not available, cannot provide your desired intensity settings. Patient mentioned that they took the battery out of the controller a couple times and left it out. Patient noted that after taking the controller battery out, they were only able to go down in b and c but not up. Patient stated that b works and they can adjust like normal, but that a and c can not be adjusted. Agent reviewed the settings not available cannot provide your desired intensity settings with the patient. Agent advised that the patient make an appointment with their doctor and mdt rep to clear the message and potentially have their device reprogrammed. Patient followed up by saying that they have worked with a rep in the past. When asked for an event date; patient stated that this issue started yesterday. The issue was not resolved. Agent redirected the patient to follow up with their managing hcp. On 2024-feb-23 additional information was received from the patient (pt). The tp reported the cause of the settings not available message was the "4 points no longer worked." Steps taken were they "redirected the point to the ones above/below." The issue has been resolved.